Manufacturer narrative:
The insulin pump passed the functional testing. However, a noisy motor was noted during the rewind due to a faulty motor. A cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window and a cracked case near the display window corners were noted during the visual inspection.

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery excessively during a dual wave bolus. The customer's blood glucose was 192 mg/dl. She was advised to disconnect at the quick release and was assisted with performing a 5.0 unit fixed prime. She stated that insulin did not exit. She was advised to rewind the insulin pump, reinsert the reservoir, and run manual prime to at least 5.0 unit. She stated that when she rewound the insulin pump, the motor made a loud grinding sound. She did not see drops when she pressed act to fill the tubing and received a max fill reached alert. She later observed drops and declined to continue the troubleshoot procedure. She advised that she would follow up with her doctor. Her most recent blood glucose was 239 mg/dl. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.